Event description:
The manufacturer received information alleging a 3-way failure occurred on a trilogy evo. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The trilogy evo was returned to the third-party service center for evaluation. During the evaluation it was noted that a failure of the device's circuit board and obm subassembly was discovered in the error log. In conclusion, the device's system circuit board and obm subassembly was replaced to address the issue. The device was tested and passed all final testing. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.